Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported rasp handle impact plate fractured off. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d10; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. One exact offset broach handle was returned and evaluated. Upon visual inspection the device had fracture at the weld on the strike plate. There are impact marks on the body and on both sides of the strike plate. Xrf analysis confirmed both segments of the broach handle to be consistent with 17-4 stainless steel alloy. The features of these fracture surfaces and mode align with those reported in summary of failure analysis of welded strike plates on broach handles. The common failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source:(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rasp handle was broken through in the middle. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.